Event description:
Sku# 320440 item description: insuln syr bd .3ml 31gx8mm thin ndl ster lot# 5097039 quantity- (B)(4) sp country- canada. Incident description- as per account, I ordered last december 15 as usual bd syringes but the product is no longer the same. The manufacturer for bd who does it is embecta, the syringe does not work well for the treatments we do for the injection of allergan product (botox) the syringe does not respond well during the injection, you can't stop the injection otherwise the plunger blocks the syringe which the others didn't do in the past. There is one box that we took syringes to realize that the whole thing was not working well, the other three boxes were never opened. Note- please find attached for additional information

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no physical samples were received therefore the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. The root cause cannot be determined as the issue is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.